Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded a battery depletion (bd) alert. The timeframe in which the estimated longevity change was observed has not been specified. In addition, the device also recorded an alert for high shock impedance. A request was made to have data from this device analyzed, however, data analysis has not yet been performed as there is no updated device data available for analysis. Technical services (ts) requested that the patient performs a patient initiated interrogation (pii) in order to perform the analysis. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded a battery depletion (bd) alert. The timeframe in which the estimated longevity change was observed has not been specified. In addition, the device also recorded an alert for high shock impedance. A request was made to have data from this device analyzed, however, data analysis was not able to be performed as there is no updated device data available for analysis. Technical services (ts) requested that the patient performs a patient initiated interrogation (pii) in order to perform the analysis, however, this did not occur. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Technical services reviewed the most recent data in the remote monitoring system, which was still not current at 58 days old. A complete battery analysis was not able to be performed due to the age of the data, but technical services was able to see that there were no alerts and no stored events, and that the battery drain appeared constant and stable. Technical services discussed the bd alert could be triggered by other issues such as long telemetry sessions or excessive magnet applications. Technical services was also able to review the impedance trends, noting that impedance values have ranged between 145-170 ohms over the life of the device. At this point, technical services recommended interrogating the device with a programmer and sending in that data for a full analysis, as the logfiles would help determine the cause of the bd alert and confirm the high impedance alert reported by the clinic. Additional information was provided. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.